Event description:
It was reported that the pump exhibited an alarm error and an intermittent audible alarm. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the pump was in excellent condition. A review of the event history log identified primary audible alarm background post error in the history. Functional testing was performed using the power up process and the reported issue was unable to be duplicated. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. Replaced the speakers and interconnect board as a preventative measure. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.